Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 49 mg/dl. The customer treated with glucose tablets. The customer was given bolus correction and meal at the hospital. The customer's current blood glucose was 208 mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.